Manufacturer narrative:
The device was evaluated by the manufacturer. It was confirmed that one of the locking clips on the distal end was missing. The root cause for the breakage of the device is that too much force was applied. A warning is already included in the IFU that there is a risk of injury if too much force is applied. Furthermore, according to the drawing in conjunction with the lot number, the engraving of the affected device is not correct. The labels of the two components are not in line, which indicates that they initially were not manufactured and assembled together, but were reassembled by a third party. No post-operative consequences to patient reported as of today. Due to the fact that the missing piece was not able to be located, it is assumed that a foreign part of the device remains in the patient's body, which could possibly pose a risk to the health of the patient.

Manufacturer narrative:
The affected device was requested for further investigation, but not returned yet. No physical investigation has taken place so far. After receiving the affected device, a physical investigation will be performed by a designated karl storz employee.

Event description:
As per a manufacturer incident report we received from the factory in (B)(6): a part of the laparoscopic johan forceps has broken while doing the surgery. Half of the broken part was found from the abdominal cavity and removed. The other half is missing. Surgeon was informed. This was escalated to the coordinator, sister in charge and to the matron. Looked everywhere in the room and the sites, but couldn't be found. C- arm screening is done in the surgical site intraoperatively as per the surgeon's advice and x-ray is taken post operatively. However, couldn't be found in the abdomen. Incident documented and patient informed after the procedure. So far, no negative consequences for the patient have been reported to the manufacturer. (B)(4).